Manufacturer narrative:
This event occurred in (B)(6). The investigation could not identify a product problem. The cause of the event could not be determined. There was no remaining sample available for further investigation.

Event description:
The initial reporter stated they received discrepant thyroid test results for one patient sample tested on two cobas 8000 e 801 module analyzers and a cobas e 411 immunoassay analyzer. The following assays were affected: elecsys ft3 iii, the elecsys tsh assay, and the elecsys tsh assay ver. 2. The values measured at the customer site were reported outside of the laboratory to a physician. This medwatch will apply to the ft3 assay. Please refer to the medwatch with patient identifier (B)(6) for information related to the tsh assay and refer to the medwatch with patient identifier (B)(6) for information related to tsh ver. 2. Refer to the attachment for all patient data. The sample was initially tested on the customer's e 801 analyzer on (B)(6) 2020. At the customer site, the sample was also treated with polyethylene glycol (peg) and repeated on the customer's e 801 analyzer. The tsh ver. 2 assay was also repeated on the customer's e 801 analyzer after dilutions. The sample was repeated using the wako accuraseed and abbott architect methods. The sample was also provided for investigation, where it was tested for tsh, tsh ver.2, and ft3 on a second e 801 analyzer used for investigation. During investigations, the sample was also tested for ft3 on an e411 analyzer. The serial number of the customer's e 801 analyzer is (B)(4). The ft3 reagent lot number and expiration date used on this analyzer is unknown. The serial number of the e 801 analyzer used for investigation is (B)(4). Ft3 reagent lot number 476059, with an expiration date of august 2021 was used on this analyzer. The serial number of the e411 analyzer used for investigation is (B)(4). Ft3 reagent lot number 473372, with an expiration date of may 2021 was used on this analyzer.